Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 30 mg/dl. The customer's doctor stated that her basal rates may be the cause of her low blood glucose levels because she is going low in the afternoon. The customer's doctor lowered her basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.